Event description:
The report indicated that the customer had experienced a high bg reading (265mg/dl) while wearing a pod. After several boluses over the course of a 12-hour period, his bg levels lowered. No pod alarms or issues with the cannula were noted. The pod will be returning for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.